Event description:
There was an impedance issue with the ablation catheter after placed into the patient. The catheter was removed and replaced with no harm. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg notified by site.